Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a routine follow-up visit. Additionally, tones were unable to be elicited with the application of a magnet.